Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector, check therapy pad messages) was confirmed. Upon investigation the monitor case was cracked at the belt connector causing the electrode belt to pull out of the monitor. The electrode belt receptacle on the monitor was shoved into the case and wires were pinched, causing the check therapy pad messages. The root cause of the damaged monitor casing and electrode belt receptacle could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged monitor casing and electrode belt connector. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt called zoll customer support to report that his electrode belt-monitor connector was damaged and that he was receiving check therapy pad messages. The pt was issued a replacement monitor.